Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the patient reported that the pump kept beeping "no disposable clamp tubing." Further reported that the pump only beeped upon exertion such as when the patient was walking around the house quickly or when the patient went bowling. The patient and wife inquired if that was normal but informed it was not normal. No tube blockage was reported. The pump was replaced. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation. The customer reported product problem of the "no disposable clamp tubing" message was observed during testing. The pump's faulty dso was replaced as a result. The device software was re-installed and the pump was calibrated. The pump passed all functional tests after this repair was made.